Event description:
This report is being filed after the review of the following journal article: z ge., et al. (2023),comparison of femoral neck system vs. Dynamic hip system blade for the treatment of femoral neck fracture in young patients: a retrospective study, frontiers in surgery, pages 1-6 (china). This retrospective study aimed to compare the clinical outcomes between the femoral neck system and dynamic hip system blade for the treatment of femoral neck fracture in young patients. Between (B)(6) 2019 and (B)(6) 2020, 43 (13 female and 30 male) and 52 (15 female and 37 male) patients who underwent treatment of femoral neck fracture with the femoral neck system and dynamic hip system blade. The average follow up period was 24.3 +- 3.1 months in the dhsb group and 25.8 +- 4.2 months in the fns group. The following complications were reported as follows: fns group: femoral neck shortening (n=39) nonunion (n=2) screw pull-out (n=1) femoral head necrosis (n=1). Dhsb group: femoral neck shortening (n=44) nonunion (n=3) screw pull-out (n=2) femoral head necrosis (n=3). A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for an unk - screw: fns locking. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.